Event description:
A magellan employee was in a business meeting with a potential vendor who happened to mention that her daughter had tested high for lead (pb) at her pediatrician's office, as consequence the daughter was sent to get a venous blood confirmation test. The person describing the incident did not know the name of the diagnostic device used. Since magellan is the only manufacturer of point-of-care capillary blood lead testing devices, it was assumed that it leadcare ii. The magellan employee relayed this information to product support to be investigated under magellan's post-market surveillance process. On 2/6/2026, as part of the investigation, post market vigilance (pmv) contacted the patient's mother who indicated testing was performed on (B)(6) 2024 and the capillary blood lead value was 4.0 ug/dl. The confirmation venous test was done on (B)(6) 2024 and resulted as <1.0 ug/dl. The mother, who was in the room during her daughter's capillary blood was collected indicated, to the best of her recollection, that the individual collecting the capillary blood sample at the pediatrician's office did wash her daughter's hands prior to collecting. She could not recall any other steps performed during the collection. She did not remember any construction going on at or near the doctor's office. Additionally, the mother noted that on (B)(6) 2025 her daughter had another blood lead test performed at the same poc that resulted as <3.3ug/dl and provided pmv the pediatrician's office information to investigate further. In a follow up with the pediatrician's office, (B)(6), the lab manager, phone#: (B)(6), stated that they do not have any complaints about elevated patient results. On the occasion, they have a slightly elevated result that turns out to be from a capillary collection where the patient's hands were not washed prior to the finger stick.

Manufacturer narrative:
Although this event dates from more than two (2) years ago, magellan is reporting it under the medwatch program as it became aware of it recently.